Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
Percutaneous coronary intervention was performed in a 63-year-old patient with acute myocardial infarction/cardiogenic shock due to known coronary artery disease. An impella cp smartassist was inserted via the femoral artery to provide hemodynamic support during the procedure. Below the access site, ischemia has been reported. The patient's leg was cold and an external bypass was discussed. A bypass was not possible because the patient's blood vessels were calcified. The following day it was reported that the circulation in the leg had improved sufficiently. No intervention was made because of the ischemia.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was filed. The product was not returned for review. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition.